Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used and implanted in the patient on (B)(6) 2016. According to the complainant, the patient experienced back pain on the same day after the procedure. She was treated with hydrocodone and tramadol and the event is currently resolving.

Event description:
It was reported to boston scientific corporation that an uphold lite with/ capio slim was implanted into the patient during a pelvic floor repair with uphold lite including apical vault suspension procedure performed on (B)(6) 2016. The procedure was completed without complications. According to the complainant, the patient experienced back pain on the same day after the procedure. She was treated with hydrocodone and tramadol and the event resolved on (B)(6) 2017. The investigator assessed the event as moderate in severity, not related to the pelvic floor, possibly related to the procedure, not related to the mesh, and not related to the delivery device. On (B)(6) 2016, the patient presented with a vaginal infection. She was treated with vandazole and the event resolved on (B)(6) 2016. The investigator assessed the event as moderate in severity, not related to the pelvic floor, definitely related to the procedure, not related to the mesh, and not related to the delivery device.

Manufacturer narrative:
Block a1: patient ID: (B)(6). Block g3: study name: u8090 uphold lite. Block h6: patient codes 1994 and 1930 capture the reportable events of pain and vaginal infection. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.